Event description:
It was reported that during a neurovascular procedure, when the subject stent was deployed at the target lesion, the subject stent was not able to open to support the neck of aneurysm. Therefore the operator decided to remove the subject stent from the patient's vascular anatomy using a retriever stent. Upon retrieval of the subject stent, it was found that a very thin film was covering the subject stent. Surgical procedure was prolonged by 60 mins due to the reported event. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a neurovascular procedure, when the subject stent was deployed at the target lesion, the subject stent was not able to open to support the neck of aneurysm. Therefore the operator decided to remove the subject stent from the patient's vascular anatomy using a retriever stent. Upon retrieval of the subject stent, it was found that a very thin film was covering the subject stent. Surgical procedure was prolonged by 60 mins due to the reported event. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. On visual/ microscopic inspection the pusher wire was noted to be kinked/bent. The proximal & distal delivery catheter was noted to be kinked/bent. The delivery catheter tip was inspected prior to the functional test and no issues were noted. After a mandrel inserted and removed the distal tip was noted to be damaged (occurred during returned analysis). The stent was noted to be deformed. The flow diverter stent was returned and was noted to have a plastic film over the distal stent. This plastic film was removed without any force applied. During functional test the delivery catheter was flushed and nothing was removed from the shaft. A mandrel was inserted through the hub of the delivery catheter and again through the distal tip and advanced without issue. Additional testing results indicated, using ftir analysis, the plastic film was identified to be ptfe. Microscopic evaluation of the inner surface of the delivery microcatheter clearly shows presence of the ptfe liner from distal tip to hub. Moreover, circular and crisscrossing patterns observed on the plastic film do not match the patterns of subject flow diverter product. Micro CT on the stent showed one end to be narrower than the other. The narrower end showed multiple bent wires and a dent near the end. Severe signs of damage were observed on the plastic film retrieved from the stent. A pinch point was observed near one end of the plastic film with severe tearing and damage. Multiple chatter-scratch marks were observed on the plastic film. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed base on the analysis carried out on the returned unit. As per the additional information, the device was prepared for use as per the directions for use, no damage was noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure, the stent delivery system and the guide catheter flushed with saline prior to use, the guide catheter rhv was adequately opened to allow insertion/ advancement of the stent delivery system. A guidewire and catheter were used in the procedure. It was noted that the deployment was smooth but under the fluoroscopy it could see the stent was not opened. The stent delivery system repositioned 3 times, the stent was already deployed (unopened) in the vessel and used retriever stent to take it out. At least 1 hour surgical delay was noted, with no adverse consequence to the patient due to the surgical delay. The patients anatomy was noted to be severely tortuous. The device was returned and the stent was noted to be deformed which is indicative of the reported event. The stabilizer and delivery catheter were noted to kinked/bent. On visual inspection of the returned unit it was confirmed that a 'film' was covering the stent preventing it from deploying correctly. Using ftir analysis, the plastic 'film' was identified to be ptfe. The only source of ptfe in the subject flow diverter product is the inner liner of the delivery microcatheter. Microscopic evaluation of the inner surface of the delivery microcatheter clearly shows presence of the ptfe liner from distal tip to hub. Moreover, circular and crisscrossing patterns observed on the plastic film do not match the patterns of subject flow diverter product. It is confirmed that the plastic film did not originate from the subject flow diverter product. It is probable that the device experienced difficulty during stent deployment due to the severe tortuous anatomy, causing the stent to become deformed. Micro CT on the stent showed one end to be narrower than the other. The narrower end showed multiple bent wires and a dent near the end. The damage to the stent may have arisen from the multiple attempts to deploy the stent in the tortuous anatomy. Severe signs of damage were observed on the plastic film retrieved from the stent. A pinch point was observed near one end of the plastic film with severe tearing and damage. Multiple chatter-scratch marks were observed on the plastic film. It is concluded from this analysis that during the many attempts to deploy the device, the stent was damaged, leading to the possibility of the damaged stent becoming embedded in the non-stryker guide catheter. During the advancing and retracting technique the damaged stent may have caused the ptfe film to peel away from the inner guide catheter and cover the stent preventing correct deployment of the stent. An assignable cause of procedural factors will be assigned to the reported 'stent failed/unable to open (when not implanted, patient medical or surgical intervention required and device foreign matter' and to the analyzed 'stent stabilizer kinked/bent, stent delivery catheter kinked/bent, stent deformed, and device foreign matter', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.